Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mild tortuous and moderately calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at nominal for 10 second. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: (B)(6).